Event description:
Customer reportedly received results of 270 or 212 mg/dl and normal results of 130-150 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.